Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had pain radiating down their arm following their implant. Surgical intervention was undertaken, and the system was explanted. The pain is now resolved.